Event description:
It was reported that a patient using the ilet experienced recurrent hypoglycemia, with available glucose data showing time in range of 64.5 percent, low glucose of 5.4 percent, and very low glucose of 3.7 percent, and subsequent data unavailable after a certain point. Symptoms included hypoglycemia. Outcomes included no reported injury, no hospitalization, and no medical intervention reported. Investigation included outreach attempts to obtain event details and device use information. Investigation of this case revealed that the cause of the hypoglycemia could not be determined due to limited patient contact and incomplete data, with no device malfunction reported or confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.